Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (b)(46) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 400mg/dl with polydipsia, associated with an alleged loss of prime. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the pump emitted two or more loss of prime warnings while the different cartridges were in use. The patient¿s blood glucose readings do not meet animas criteria of a serious injury. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.